Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Upon review by joint replacement research for surgeon's milestone payment, patient was noted to be very satisfied with their left knee implant yet indicated that s/he had since had the implant knee removed, revised, or reoperated on as reported: "was still experiencing knee pain" with a return visit indicated of (B)(6) 2013.